Event description:
It was reported that cadd legacy pump fails accuracy. During testing, no patient injury reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, the battery contacts were bent, and fluid ingression was noted upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as after running three accuracy tests, the pump was found to be over delivering to manufacturing specifications. Root cause of the reported event is unknown, but inaccurate delivery could be related to a defective expulsor. It is recommended that the expulsor assembly be replaced. The returned product is beyond 19 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 3 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.